Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that intermittent high impedance since device implant in (B)(6) 2011 was observed. During a revision it was noted that the header screw was not tight enough. The physician cleaned the lead connector and connected the lead to the header. Measurements are acceptable.